Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe had crack at 14.5 mm from the distal end. There was scratch around the crack of the probe and the coating for electric insulation of the probe was partially missing around the scratch. The tissue pad of the distal end of the subject device was worn. The coating for electric insulation of the probe on the outer side was partially missing. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the coating for electric insulation of the probe around the scratch was damaged when the user activated output while contacting with metal or something hard object such as metal clips, stapler, or other instruments. Also, it was known that the coating for electric insulation of the probe on the outer side was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). The above device handling has warned in the instruction manual as follows. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. Do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a laparoscopic distal gastrectomy, the subject device was used. 60 minutes after the surgery began, the probe damage error occurred. The intended procedure was completed with another device. There was no patient injury reported. On july 17, 2019, olympus medical systems corp. (Omsc) found that the coating for electric insulation of the probe was partially missing. This is the report regarding the missing of the probe coating.